Event description:
A company representative reported that a patient was revised approximately two months post-operatively to address two migrated ozark self-starting variable screws. It was further reported that during the revision, a fractured ozark plate locking mechanism was also identified. This report captures the first of two screws.

Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.